Event description:
It was reported that deflation issue occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, it was noted that the deflation time was late. The inflation was enough to complete the procedure and the device was completely removed. No patient complications were reported and patient status was good.